Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly. Also corroded keypad traces during visual inspection. Unable to verify button error alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error after the device was exposed to fluid. The patient's blood glucose level was 216 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.